Event description:
It was reported that a cerebral vascular accident occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. The patient's antithrombotic drug regiment prior to the implantation of the watchman closure device was 5mg of eliquis twice a day. During the 6 week transesophageal echocardiography (tee) follow up on (B)(6) 2021, a 3.5mm leak was noted around the device and the patient was taken off oral anticoagulants (oac) and placed on plavix. On (B)(6) 2021, the patient presented with aphasia, dysarthria, and right sided weakness, indicating a stroke. This was confirmed via computerized tomography (CT) showing an evolving infarct from the parietal to occipital lobe in addition to the patient experiencing a seizure. As of (B)(6) 2021, the patient remained admitted in the hospital with a future plan for discharge to a rehabilitation center.